Event description:
Or (operating room) director (B)(6) received a phone call from (B)(4), regional operations manager for united medical systems, indicating that their equipment (extracorporeal shock wave lithotripsy) had been used during a lithotripsy. Post procedure, patient was d/c(discharged) to home with wife. Patient's wife reports that after the procedure, the patient died. The purpose of the call was to obtain specific patient information (date of procedure and patient's name). Patient had a diagnosis of right renal stones. Right extracorporeal shock wave lithotripsy was performed. No complications during procedure noted. Patient was d/c to home with his daughter with written and verbal discharge instructions.